Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The fe reported the system displayed a cine disk error message. This will result in a failed cine feature, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no pt injury or death reported.